Event description:
Baxter received a report stating that transtar stretcher brake casters were not holding. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Baxter is in the process of inspecting the transtar stretcher . There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Manufacturer narrative:
The baxter technician found that the braking system fails due to the time of use of the stretcher. Per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed in the previous 12 months. It is unknown if the facility performed any other preventive maintenance on this bed. The technician adjusted the brake casters to be tighter in order to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that transtar stretcher brake casters were not holding. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.